Event description:
It was reported that the buttons on the customer's insulin pump were not responding. The customer's blood glucose level was 157 mg/dl. His was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad traces. The insulin pump had a cracked reservoir tube lip. No unlocked keypad connector.